Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up at the station. A technical support specialist identified that the patient did not appear on the station due to the encounter being merged into a discharged visit identifier. The technical support specialist informed the customer via encrypted email with additional details and closed the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient was not showing up on the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.